Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report#: 1627487-2014-25108 and 1627487-2014-25109. It was reported the pt's programmer and charger was not communicating with the ipg. In turn, the pt was sent a replacement charger and programmer. Follow-up revealed, the replacement devices could not locate the ipg and the pt was not receiving stimulation. It was also reported the pt did not charge the ipg as recommended. X-rays revealed no anomalies. As a result, the ipg was inoperable and the pt underwent surgical intervention to have the ipg explanted and replaced. It was also reported the physician decided to explant and replace the leads due to invalid impedances. Effective coverage was restored post-op.